Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the pressure regulating balloon of the artificial urinary sphincter (aus) migrated. All components were removed and replaced. A full recovery is expected for the patient.